Event description:
It was reported that the patient presented with an acute myocardial infarction. During the procedure, to treat a lesion in the proximal left anterior descending artery, while loading a 3.5x23 rx xience v stent delivery system (sds) onto the guide wire, the proximal shaft of the sds became bent; however, the fellow continued to advance the sds and when it reached the aorta, the sds could not advanced any further. Reportedly, resistance was felt withdrawing the 3.5x23 rx xience v sds from the patient anatomy; however, only delayed the procedure for about 5 seconds. Additionally, the fellow does not believe that the kink in the proximal shaft of the sds and failure to advance delayed treatment of the myocardial infarction. A new same size xience v stent was implanted at the target lesion. Reportedly, a balloon pump and temporary pacemaker were placed. Following the procedure, the patient's family decided to have the balloon pump and temporary pacemaker removed; thereafter, the patient expired. Reportedly, the fellow does not feel that the implanted xience v stent caused or contributed to the patient's death. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first 3.5 x 23 rx xience v referenced is being filed under a separate medwatch report. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v/xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device if any could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.